Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician implanted a 25mm gore helex septal occluder on (B)(6) 2015 to close a patent foramen ovale. The patient did not return for a six month follow-up. On (B)(6) 2016 a transthoracic echocardiogram was performed followed by a transesophageal echocardiogram on (B)(6) 2016. A 2cm thrombus was noted on the device in the right atrium. The device remains locked and bubble study was negative. The patient is to start xarelto and return in two weeks for a follow-up echocardiogram and appointment.